Manufacturer narrative:
An analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issues could not be determined. It is possible that the foot captured tissue inhibiting removal, or the foot dislocated during closure due to tissue interaction inducing what appeared as the reported break. If the lever was manipulated after removal with any guided assistance to the foot it will reset into the guide. The failure to cycle is likely related to a needle deflection occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right femoral vein using the pre-close technique via a 9f sheath hole prior to a patent foramen ovale closure procedure. Reportedly, there was no suture seen during plunger removal. After deployment, when the footplate was retracted, the foot locked and would not return into the guide. The device could not be removed. After movement of the device to the right, left and forward, the device released. The guide was noted to be broken yet was held together with the actuator wire. The sutures of two new prostyle devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.